Manufacturer narrative:
Allergic reaction.

Event description:
It was reported that the patient had an allergic reaction to the pulse generator. The patient would be seen by his cardiologist and dermatologist to determine further actions.